Event description:
Thursday evening about 9:00 pm, the device was disconnected from its battery charger and placed at the foot end of the table of the siemens espree MRI scanner in preparation for the arrival of an ICU patient. That patient was kept in the hallway outside the room while their IV lines were being switched over to two mr compatible pumps, one of which encountered an unexpected air-in-line condition causing a delay. During that delay, the ECG module started to smolder and quick-thinking staff removed it from the exam room and called a code red. There was no harm to the patient or staff. The principle concern, however, is that the device has a short lead set so that when it is connected to the electrodes on a patient's chest, it is then laid on the chest and connected via a fiberoptic cable to the actual display monitor. A tech grabbed the smoldering device by the lead set and took it down a different hallway and placed it on another mr table that is kept there. A little later, he moved it to the floor. The smoke from the device did not set off the smoke detectors. (I found a reference to the company nexergy on the charger.) The event was clearly the result of some kind of battery failure, but we don't know the exact nature.manufacturer response, according to reporter, for physiological monitor, MRI, interface, veris: they checked their records and tell us this has not happened anywhere or at anytime before.